Event description:
It was reported that the insulin pump alarmed during the prime process. The blood glucose reading is 213 mg/dl. The drive support cap is protruded. Left side is indented. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump received with protruded drive support disk. The insulin pump alarmed during the prime test due to protruded/loose drive support disk. The insulin pump received with scratched display window, cracked display window corner, broken battery tube threads, broken reservoir tube lip and cracked reservoir tube.